Event description:
Respond edge study it was reported that the subject developed left bundle branch block(lbbb) post procedure. Procedure summary: the patient had a moderately calcified native valve. Prior to index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed followed by deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: the subject developed left bundle branch block post procedure. One day post index procedure, the subject was noted to be asystolic. A new permanent cardiac pacemaker was recommended. 4 days post index procedure, a new permanent dual chambered cardiac pacemaker was implanted. The event was considered recovered with sequelae the next day. The patient was discharged to another hospital the same day. It was further reported that at the time of the previously reported asystole, the patient also developed sinus arrest, leading to a fall. Subject was on betablocker (bisoprolol). Computed tomography (CT) of the head revealed no traumatic abnormalities. Post procedural electrocardiogram (ECG) revealed sinus rhythm with 1st degree av block with intraventricular conduction delay. Additionally, repeat ECG indicated atrial flutter with rapid ventricular response of approximately 120. The subject was started on therapeutic heparin to treat the same. In view of asytole and developing atrial flutter , bisoprolol was discontinued and a pacemaker implantation was recommended. Post pacemaker implant there was persistent atrial flutter which necessitated restarting of bisoprolol. The subject was also administered anticoagulants to prevent cerebrovascular accidents. In (B)(6)2019 , pacemaker follow-up showed the dual chambered implant still set to ddi due to atrial flutter with a ventricular response of 130 bpm. Normal sense and impedance readings were indicated. On the same day of the asystole event, the event was considered recovered with sequelae. Ten days post index procedure the left bundle branch block and atrial fibrillation were considered recovered.

Manufacturer narrative:
Patient identifier:(B)(6). B5, b6: updated. D: updated. H3:a media review of the index procedure was performed. The reported event of arrythmia cannot be confirmed by the available angiographic procedural media. The lotus edge valve was successfully deployed. No issues were noted with the positioning of the guidewire throughout the series.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study: it was reported that the subject developed left bundle branch block(lbbb) post procedure. Procedure summary: the patient had a moderately calcified native valve. Prior to index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg clopidogrel. A lotus introducer sheath was placed followed by deployment of a 23 mm lotus edge valve into the proper anatomical location. Event summary: the subject developed left bundle branch block post procedure. One day post index procedure, the subject was noted to be asystolic. A new permanent cardiac pacemaker was recommended. 4 days post index procedure, a new permanent cardiac pacemaker was implanted. The event was considered recovered with sequelae the next day. The patient was discharged to another hospital the same day.